Manufacturer narrative:
Based on the claim against the product by the customer noting psm 2 had non-intuitive motion, an investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was not confirmed. The fse reviewed the system logs and found no related error. The fse recalibrated the left and right master tool manipulators (mtms). The fse tested the full range motion and axis 4 of both mtms without any issues. The fse noted that psm 2 passed all tests that were performed. The fse also cleaned the pins on all the psms. No trouble was found with the system. The fse suspected that the issue was related to the instrument arm drape sterile adapter. The fse had notified the customer to check the sterile adapter installation and the four discs positions prior to installing instruments. The system was tested and verified as ready for use. The complaint regarding psm 2 had non-intuitive motion was not confirmed based on the field evaluation. No image or video clip for the reported event was submitted to isi for review. A procedure log review was performed. Per the review, the following was confirmed: a nephrectomy procedure was performed on system (B)(4) on (B)(6) 2022. This complaint is considered a reportable malfunction event due to the following conclusion: it was alleged that patient side manipulator (psm) 2 had non-intuitive motion. Unintuitive motion could lead to subsequent tissue damage. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted nephrectomy surgical procedure, the customer called in to report that patient side manipulator (psm) 2 had non-intuitive motion. The intuitive surgical, inc. (Isi) technical support engineer (tse) had the customer reseat the instrument and sterile adapter on psm 2, but the issue could not be resolved. The tse then suggested to power cycle the system, but the customer was unable to perform additional troubleshooting at that time. The site continued with the procedure as planned with no reported injury. Isi performed follow-up with the customer and obtained the following additional information regarding the reported event: the system, instrument, and accessory were reportedly inspected prior to use, and no issues were noted. The reported issue was not resolved during the procedure. However, the site was able to continue and complete the procedure successfully with psm 2. It was confirmed that there was no patient harm, injury or adverse outcome. The involved instrument arm drape is not available for return to isi for evaluation.